Event description:
The loaner core impaction drill was returned to service. During testing the device overheated. There was no pt involvement and no adverse consequences associated with the event.

Manufacturer narrative:
No customer comment to duplicate. The product will not be returned to the customer because it is a loaner device.